Manufacturer narrative:
B5: upon follow up it was reported that the cause of the peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event. Antibiotic treatment was started the same day as event onset and was discontinued 21 days later. The patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with meropenem injection (1g, every day) and amikacin injection (500mg, every day) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.